Event description:
It was reported that during reprocessing that a wire was separated on a mega suturecut needle driver instrument. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. For clarification, the instrument grip cable was found frayed and derailed at the distal idler pulley. The frayed cable section was approximately 0.06 in length. Additionally, damage on the surface of the distal idler pulley was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.